Event description:
It was reported to baxter (B)(4) that a flogard infusion pump had a downstream occlusion. It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "downstream occlusion" was confirmed during device evaluation onsite by a baxter field service technician. The root cause was due to a damaged latch roller. The latch roller was replaced to resolve the reported condition.